Manufacturer narrative:
Product analysis summary: the device returned with sheath and stylette partially loaded. The tapered end of the sheath was torn. The sheath and stylette were removed with no issues. The stent was positioned between the markerbands but not meeting specifications due to deformation of proximal wraps. Deformation was evident to the two most proximal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion located in the distal right coronary artery (rca). There was no damage noted to the packaging. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/ anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.